Event description:
A peripheral orbital atherectomy device (oad), viperwire advance peripheral guide wire, and a nav6 filter were used to treat a non-tortuous, severely calcified, severely stenosed lesion in the right popliteal. Following several treatments, the nav6 was attempted to be removed, however, was unable to be pulled back into the retrieval catheter pod. During removal of all the devices, the guide wire fractured. A pair of hemostats were used as a snare to remove the devices successfully. The patient was stable with no adverse effects.

Manufacturer narrative:
Additional information: d9, h3, h6 - codes 4755, 4118, 3233, and 11 are no longer applicable. A visual inspection, and dimensional analysis were performed on the returned device. The reported material separation was confirmed. The reported complaint of unexpected medical intervention could not be confirmed through analysis due to the operational context of the issue. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It was reported that the viperwire was used with a nav6 filter. It should be noted that the viperwire instruction for use (IFU), in the indicated use and precaution and warnings sections, states: ¿the viperwire guide wire is intended for use with csi orbital atherectomy devices (oad), including the stealth 360°¿ and diamondback 360°®.¿ based on the reported information and the observations from the returned analysis, the investigation determined that the reported material separation, and unexpected medical intervention appears to be related to user error. The guide wire was returned with the spring tip fractured and a nav 6 retrieval catheter engaged on the distal fractured section. The damage is likely due to interaction with the nav 6 retrieval catheter during removal attempts. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
A peripheral orbital atherectomy device (oad), viperwire advance peripheral guide wire, and a nav6 filter were used to treat a non-tortuous, severely calcified, severely stenosed lesion in the right popliteal. Following several treatments, the nav6 was attempted to be removed, however, was unable to be pulled back into the retrieval catheter pod. During removal of all the devices, the guide wire fractured. A pair of hemostats were used as a snare to remove the devices successfully. The patient was stable with no adverse effects.